Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The patient stated on (B)(6) 2022, their spouse attempted to wake them but they were passed out. It was reported that the receiver was not showing any readings. The patient stated their low alert is set to 100 mg/dl but they did not receive any alerts that they were low. The patient's spouse called for an ambulance. The patient was treated with IV to increase their sugar (bg value was not provided). The patient regained consciousness, ate and drank orange juice. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.